Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead testing prior to implant, the helix could not extend normally. The lead was not used. A new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.